Manufacturer narrative:
Unit passed the rewind, prime/seating test, basic occlusion test, self-test and force sensor test. No unexpected insulin flow blocked alarm. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. Detailed trace analysis did confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. The long trace history files confirmed power loss error alarm on 10/25/2024 12:18:35:000 pm and charge battery alarm on 04/08/2023 09:57:16:000 pm due to moisture damage at electronics assembly. Unit received with cracked battery tube threads, fading serial number label, and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for charge battery alarm and pump loss alarm due to moisture damage. However, no unexpected rewind anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, rewind anomaly, replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and found that customer reported a short battery life or a low battery alarm. The customer reported receiving replace battery alert/ replace battery now alarm. Issue was resolved by replacing the battery. No harm requiring medical intervention was reported. The customer will continue using the insulin pump. No product return is required for mmt-1715kl.